Manufacturer narrative:
Non-healthcare professional product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
A law suit alleged that the implantable pulse generator (ipg) was suspected to have become non-functional. The right ventricular (rv) lead impedance and threshold values were high. It was also suspected that the ventricular lead was not connected at implant. The polarity of the lead was switched to unipolar. It was additionally noted that lead trend data showed the right atrial (ra) lead had high threshold. A re-operation procedure was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.